Manufacturer narrative:
The product has not been received for evaluation. Therefore, the root cause of the reported issue could not be conclusively determined. It is possible that the inflation medium was too viscus and prevented the device from functioning properly. As noted in the IFU: inflate the balloon with sterile saline and inspect for leaks. If there is any evidence of leaks around the balloon, if the balloon will not remain inflated or if the balloon does not appear to function normally, do not use the product. Warning: if using contrast media as the inflation medium, then follow the instructions provided by the contrast media manufacturer and pretest the balloon to ensure proper inflation/deflation. If the contrast medium is too viscous, it may restrict the ability of the balloon to inflate and deflate properly. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
The catheter was removed from the packaging, and then it was inserted into the blood vessel. After the catheter tip reached the target site, the balloon was attempted to inflate, but it was difficult to inflate. After removing the catheter from the blood vessel, the balloon was attempted to deflate, but it was also difficult to deflate. Therefore, the use of this catheter was discontinued. The operation was successfully completed using another catheter. No injury was reported to the patient.